Event description:
(B)(6), head of the surgery department, reported via our sales rep., (B)(4), that she noticed during the surgery that there is a crack at the anchoring mechanism. According to her information the surgery was completed successfully by using a replacing device without any impairment of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.